Event description:
A baxter service tech reported an infusion pump with an 813:02 failure code that occurred during service. Although attempts were made by baxter to obtain additional info from the reporting facility, details were not available regarding pt status, medical intervention, pt injury, age of pt, medication involved or the setup of the infusion device. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event.